Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 7.2-7.7cm from the distal end of the svc shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 21.9-22.8cm and 23.1-23.4cm from the distal end of the svc shock coil, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasions were noted at 8.1-12.7cm and 10.2-12.7cm from the distal end of the svc shock coil. Internal insulation abrasions were noted at 12.2-12.5cm and 14.2-14.8cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.